Event description:
The customer reported that he received a no delivery alarm, followed by a motor error alarm on the insulin pump. The customer's blood glucose was 400 mg/dl, which he treated with an insulin pen. Troubleshooting was performed. Insulin exited during a 5.0 unit fixed prime, after the customer disconnected. Upon removal of the infusion set, the cannula was not bent. The customer performed another fixed prime and the customer received another no delivery alarm. It was explained the infusion set may have bene occluded. The customer also stated that the insulin pump alarmed with motor error during troubleshooting. The customer stated that the insulin pump was not exposed to a strong magnetic field or magnetic resonance imaging machine. The customer was not using the sensor feature on the insulin pump. He was able to rewind the insulin pump and was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.